Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure, the patient experienced compromised flow. The patient presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. The target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 90% in-stent restenosed, 2.75mm in diameter and 22mm long. The 90% in-stent restenosis of the previously placed non bsc bare metal stent was treated with direct stent placement using a 3.0x38mm ion stent. After the study stent placement, compromised flow to the right ventricular (rv) branch was noted. Residual stenosis was 0%. The patient wa discharged aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).